Manufacturer narrative:
The failure investigation has been completed. The alleged unexpected shutdown issue was verified; based on the analysis, the battery hot to touch allegation could not be confirmed and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.